Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l46102, implanted: (B)(6) 1997, explanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 11-aug-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported with the patient's last pump replacement on (B)(6) 2012, they replaced only the proximal end of the catheter as they were not successful aspirating via the catheter access port (cap). It was noted that they went to the spinal area at the anchor which was patent so they left the spinal portion and replaced the proximal section per the operative notes. No symptoms were reported. The event date was (B)(6) 2012. No further complications were reported/anticipated.